Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral regurgitation (mr) and tissue injury as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on available information, the cause of reported mr was due to disease progression and tissue injury, and the cause of reported tissue injury could not be determined. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for recurrent mitral regurgitation and leaflet perforation, requiring surgical intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2019, treating degenerative mitral regurgitation of grade 4+. Two clips were implanted and the mr was reduced to grade 2-3. On (B)(6) 2021, echocardiogram noted recurrent mr of grade 4. The clips were noted to be well attached to both leaflets; however, there was an additional mr jet noted, as well as a leaflet perforation. On (B)(6) 2021, a surgical mitral valve replacement procedure was performed, with removal of both clips. Post procedure, the patient is recovering. No additional information was provided.